Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for an unrelated surgery. The patient received inappropriate therapy partial way through surgery while the magnet was placed over the device. The surgery was rescheduled, and tachy therapy was turned off. The patient was in a good condition.